Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was exchanged for another lens model 11 months following the initial procedure. Clinical reason for explant was mentioned as mechanical complication of iol. Additional information has been received that there was no patient harm.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric, company (1.50cyl), 20.5 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, non-toric, 21.5 diopter, monofocal lens model. The account indicated the product was not available to evaluate. Due to the exchange of a toric-extended-depth-of-field lens to a non-toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).